Event description:
The customer reported that the system would not complete boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu board was evaluated and replaced, and configuration files were loaded. The system was tested and found to be working as intended and returned to service.